Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient experienced pocket stimulation with pacing, and lead exhibited high thresholds. Microperforation of the rv was discovered and the lead was explanted. Should additional information become available, this file will be updated.